Event description:
On 3/28/96 the pt underwent orif of the right ankle for comminuted trimalleolar pilon fracture. Richards screws were utilized for this procedure. On 1/3/97 pt underwent surgical removal of a portion of a broken screw in the right distal fibula. Which screw broke is unknown. Pt has requested screw.